Event description:
The reporter stated on 8/25, he obtained the following results on his surestep meter: 480 mg/dl, hi and er1. He stated that he knew he had high blood glucose. He did not seek medical attention.